Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a fistula angioplasty treatment procedure, a balloon rupture occurred. A 8.0 x 40mm x 75cm mustang catheter balloon was used for inflation. The balloon ruptured into 2 pieces after first inflation with an unknown pressure. Then the balloon fragmented and the physician retrieved the fragments by doing fistula dissection procedure. The procedure was not completed due to this event. No patient complications were reported and the patient's status was ok.

Event description:
It was reported that during a fistula angioplasty treatment procedure, a balloon rupture occurred. A 8.0 x 40mm x 75cm mustang catheter balloon was used for inflation. The balloon ruptured into 2 pieces after first inflation with an unknown pressure. Then the balloon fragmented and the physician retrieved the fragments by doing fistula dissection procedure. The procedure was not completed due to this event. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the shaft. The break was located at 16 mm distal to the proximal markerband. A complete balloon circumferential tear was located at 12 mm distal to the proximal markerband. An examination of the break site and the distal section of the shaft break found that the shaft was severely stretched. The distal section of the balloon circumferential tear was bunched out over the tip section of the device. A guidewire was trapped inside the wire lumen. The outer diameter of the wire was measured 0.033 inch using a snap gauge. It was noted that the balloon protector was free moving along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).